Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. - attachment: (B)(4).

Event description:
It was reported that a patient experienced a hypoglycemic episode coincident with a flogard infusion pump. The patient was receiving intravenous (IV) fluids of d5ns. At 0600, the patient's blood sugar was 28 and 31. At approximately 0630, it was noted that the IV pump was not functioning. Based on the fluids left in the bag, approximately 600-700cc of fluid infused and the pump malfunctioned around 0330-0430. The pump was removed from use and sequestered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.